Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. A revision was performed and the device along with this ventricular (rv) lead, the right atrial (ra) lead and the left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).